Manufacturer narrative:
The customer reported getting a charge shock malfunction message. The device was evaluated at philips, but the symptom could not be duplicated. The event summary, however, showed errors supporting that a charge shock malfunction had occurred. The therapy pca was replaced due to these errors. The device was returned to the customer after passing all testing. We are considering this a malfunction, but we cannot determine the exact cause since we could not duplicate the symptom.

Event description:
The customer reported getting a charge shock malfunction message.